Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation, it was noted that the right ventricular lead exhibited noise, which would occur intermittently during the in-office session. Further inspection revealed that, on previous remote transmissions, the noise was recorded as non-sustained ventricular tachycardia episodes. The lead was capped and replaced on (B)(6) 2020. The patient was in stable condition.